Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer took a nap and started receiving calibration errors. Customer's blood glucose level was 88 mg/dl. Customer also had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 380 mg/dl and her sensor glucose reading was 65 mg/dl. Sensor glucose and blood glucose differences were not within an acceptable range. Customer treated and declined troubleshooting for the high blood glucose level as the pump stopped delivering insulin due to the low threshold suspend alarm. No further assistance needed.